Manufacturer narrative:
Upon inspection the baxter technician determined the caster was missing and needed to be replaced. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The baxter technician replaced the caster to resolve and the lift was functioning as designed. Although there was no associated adverse event with this incident, if the reported malfunction were to recur during a patient transfer it could lead to serious injury or death therefore, baxter is reporting this event.

Event description:
A customer contacted technical service to report that golvo 8008 lowbase had an issue, front caster keeps coming off. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.